Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review analysis of images. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. Device history review (DHR) was completed and there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests potential contributing factors to these findings include lack of leaflet capture, leaflet tethering, and high papillary muscle/chords. Imaging review revealed the shoulder of the evoque valve being slightly ventricular and therefore during atrial expansion the shoulder pressed up against the annulus instead of axially against it. Minor parallax was observed in flouro during valve expansion which can serve as an indicator for shifts to valve positioning during deployment. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a evoque procedure in tricuspid position where upon release of the evoque valve, the valve immediately canted towards ventricularly anterior and septal, with rocking motion. Safari wire across valve plane, and ds left in place to aid in valve stability. The CT surgeon was consulted, and a mid-sternotomy incision was made, on pump procedure, the evoque was removed, and ds/wire was guided out. The surgical valve was placed. When the surgeon was opening the chest, an adhesed lima graft was accidently severed. The chest was closed, and attempts to wean off the pump were made, without success. ECMO was placed, and the patient was transferred to cvicu, and subsequently died shortly after.